Event description:
Healthcare professional reported "left side deflation." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken on plug strap and flat creases. The unit does not leak. Microscopic analysis was performed which identified: sharp broken on plug strap and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - sharp broken on plug strap assessed as an unidentified (tear) opening. - no openings were observed on the device or issues related with the complaint. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.